Event description:
Reoccurring hernia, doctor want to know why mesh didn¿t work.

Manufacturer narrative:
Examination of the explant did not reveal anything abnormal with the construction of the mesh. It was difficult to tell where fixation had been used around the perimeter of the mesh. Discussions with the sales rep indicated that absorbable tacks were used to fix the mesh in place during a laparoscopic ventral hernia repair. It is not known if any permanent sutures were used during placement of the mesh. The lot history of the mesh was reviewed and the product was found to have met all specifications. Our examination of the explant from this case indicates that the mesh construction appeared normal and that the cause of the recurrence was most likely related to inadequate fixation allowing for a separation between the mesh and the abdominal wall. The reasons for inadequate fixation are many but are mostly related to surgical technique especially in obese patients. The exact reason for this recurrence could not be determined.